Manufacturer narrative:
The device was returned for evaluation. Device failed hipot test. There was no physical damage found. Analysis could not confirm the reported event of device heating up due to the motor would not run after two seconds of test run. The motor was running only in oscillation mode and it was too noisy. Although the motor ran only for two seconds in forward mode and stopped, there was no error message on console. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The site reported the device was producing a sound variance and was heating up and sparking. No patient was involved. After cleaning and lubrication to hand piece, it was working fine.